Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2012, and then experienced a revision surgical procedure on (B)(6) 2013, approximately 1 year, 5 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 1773737 02-010-01-0225 - logic femoral ps cem left sz 2.5; 2202816 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; 2203149 200-02-32 - three peg patella 32mm; 2193067 204-34-02 - fluted stem extension 25l x 14 mm; 2210614 204-70-00 - tibial stem ext. Screw. Pending investigation. There is no other information available.